Event description:
Boston scientific received information, that during a routine follow-up, this cardiac resynchronization therapy defibrillator (crt-d) displayed high out of range pacing impedance measurements on both the right ventricular (rv) and left ventricular(lv) leads. Once the pocket was opened, and the device was explanted, a loose or broken header was observed. It was noted this patient does lumber work in the winter, and it was suspected the damage to the header was from a subclavian crush, which was the result of the patient performing lumber work. The decision was made to replace this crt-d, and all measurements were normal and within range with the new implanted device and associated rv and lv leads. There was no allegation against this crt-d, and there were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were verified to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
--

Manufacturer narrative:
A recent review of device memory noted the device had recorded one or two faults that were most likely caused by the use of electrocautery.